Manufacturer narrative:
The handpiece was not returned by the complainant to nakanishi inc., (B)(4) (manufacturer) for a physical evaluation/investigation. Therefore as our investigational approach we (nakanishi) examined the DHR for device (sga-e2g, serial no. (B)(4)) nakanishi inc. Concluded that no problems had occurred during manufacturing or testing of the subject device, as evidenced in the DHR.

Manufacturer narrative:
As an investigational approach nakanishi inc., (B)(4) examined the DHR for device (sga-e2g, serial no. (B)(4)). Nakanishi inc. Concluded that no problems had occurred during manufacturing or testing of the subject device, as evidenced in the DHR.

Event description:
On (B)(4) 2014 nsk america forwarded a report to nakanishi, inc. Of an injury that may have been caused by a nsk handpiece. The injury was described as a burn leaving significant scarring on the patient's lip. The nsk america investigation revealed the handpiece was found to have been first repaired by nsk america on (B)(4) 2014. Review of the repair technician's findings indicated that inadequate maintenance was factor in the failure of the device during these repairs. This handpiece was originally shipped to (B)(4) on (B)(4) 2009 from nakanishi inc.